Event description:
A tandem mobi cartridge alarm was reported by the customer, which occurred during the loading process. Customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact recorded. The customer followed instructions to successfully reload the cartridge, resolving the issue, and was able to resume insulin therapy.